Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 16, 2018 that a flexiva 200 laser fiber was used during a stone extraction procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis 20 watt console. According to the complainant, during the procedure, it was noted that the laser body broke upon connecting to the laser unit. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Event description:
Same case as MDR ID# 2134265-2018-60914, 2134265-2018-60917, 2134265-2018-60918 it was reported that hypotension, third degree heart block and perforation occurred. During an ablation procedure for left atrial flutter, a polaris x, an intellamap orion, an intellanav mifi oi lrg curve and intellanav mifi oi std curve were selected for use. The physician mapped the left atrium using the orion mapping catheter while pacing from the coronary sinus (cs) catheter. He removed the orion from the left atrium and replaced it with an intellanav mifi oi lrg curve catheter. After coming on ablation for 3 seconds, the generator gave a d07 excessive temperature error. He changed ablation cables and inspected the catheter tip for evidence of char and did not see any. The real time temperature reading on the ablation generator was giving an internal temperature of 86 degrees. The physician did not reinsert the catheter into the body and replaced it with an intellanav mifi oi std curve ablation catheter and began to ablate. They were able to deliver radiofrequency (rf) without any errors and ablated. They did not notice any abnormal readings in regard to temperature, power and impedance. They ablated for roughly 2 minutes when the patient's blood pressure began to rapidly drop and the patient went into third degree heart block. Transesophageal echocardiography (tee) demonstrated a perforation and compressions were started. The procedure was stopped and resuscitation efforts were continued. The patient was then stable and was admitted to the hospital with the possibility of cardiothoracic (CT) surgery depending on how next few hours went. The device was returned for analysis. Visual inspection showed dried saline present on the tip, electrodes, handle, connector and leur. Dried body fluid was present on the handle. The device did not have visual defects. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the curve template; both right and left curve tests passed. The ablation was verified by using the maestro generator 4000 and the metriq pump and the device was found within specifications.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 09:53 am CT. The report number is being corrected from: 2134265-2018-64570 to: 3005099803-2018-60317.

Manufacturer narrative:
H6: problem code 1069 captures the reportable event of fiber broke. H10: investigation results the fiber was returned broken into three pieces. The first piece measured approximately 32.8 cm from the top of the connector to the break. The second piece measured approximately 141 cm from break to break. The third piece measured approximately 141.8 which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 07:47 am CT. The report number is being corrected from: 3005099803-2018-62073 to: 3005099803-2018-60317. This report is follow-up # 1.

Event description:
It was reported to boston scientific corporation on august 16, 2018 that a flexiva 200 laser fiber was used during a stone extraction procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis 20 watt console. According to the complainant, during the procedure, it was noted that the laser body broke upon connecting to the laser unit. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.